Manufacturer narrative:
The system was examined and the reported event was replicated. Poor illumination from the auxiliary illuminator module was found. As such, the aux illuminator was replaced and was returned for evaluation to address the issue. The printed circuit board (pcb) was also replaced and returned as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. An auxiliary illuminator module and pcb were received for evaluation. As the supervisor module was replaced for preventative measures, it was not evaluated. A visual assessment of the returned illuminator module found a glass piece inside the lamp socket that appeared to have originated from the port 2 aspheric collimating lens. The piece of glass was removed to proceed with functional testing. A known good lamp was installed into the sample module then the module was installed into a calibrated system for functional testing. The module was found to meet specifications the auxiliary illuminator sample testing was found to meet specifications. Therefore the root cause of the reported illumination issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A healthcare professional reported that neither illuminator worked during a surgical procedure. The system was exchanged to complete the surgery with no harm to the patient.